Manufacturer narrative:
Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, further engineering review of the product complaint history found that the reported issue was related to an existing CAPA investigation. Based on the CAPA investigation, the identified root cause for this event was that the laser weld around the captive washer was insufficient to support misuse; and the mechanism to auto-disengage the jaws permits screw rotation in excess of the desired stop. The patient safety risk of the clamping mechanism of the reference clamp breaking was reviewed and the risk of the situation remained unchanged. The current instructions for use (IFU) that accompanies the device include multiple warnings against using damaged devices. Specifically, in the preparation for cleaning section of the instructions for use is the statement ¿disengage all components but do not disassemble clamps.¿ the clamps are not able to be disassembled so, by attempting to disassemble the clamps the reprocessing users are not following the instructions for use.

Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for spinous process short clamp. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's spinous process short clamp washer was broken. The clamp was being prepped on the mayo stand when the washer broke. All pieces of the washer were obtained by the site staff. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.